Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information allegation related to a CPAP device's sound abatement foam. The patient stated seeing gray particals that comes up through the hose and in the water, dme changed a part with a bad part, which makes the machine work worse and had to call 911 due to not being able to breath and dizzyness. Patient has a dreamstation. Has two devices and both devices are highly defective. There was no report of patient harm or injury. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting an updated report at this time. If pertinent information becomes available to the manufacturer at a later date, a follow-up report will be filed. Section h6 (health effect - clinical code) (missed to capture as patient allegation) has been corrected/updated and (type of investigation,investigation findings, investigation conclusions) has been updated in this report.

Manufacturer narrative:
Additional information was received on oct 09, 2023, and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information allegation related to a CPAP device's sound abatement foam. The patient stated seeing gray particles that comes up through the hose and in the water, dme changed a part with a bad part, which makes the machine work worse and had to call 911 due to not being able to breath and dizzyness. Patient has a dreamstation. Has two devices and both devices are highly defective. There was no report of patient harm or injury. Section e1 has been updated in this report.

Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.